Event description:
It was reported that during an unknown procedure clips would not advance. For the two first devices used, the clips would not advance (first clip was ok and the others not advance). A third like device was used. No pt consequence.

Manufacturer narrative:
Date sent: 7/26/2007. Eval summary: the instrument was returned in good physical condition. The instrument was cycled and would not feed the clips as intended. The anti-backup was noted to be non-functional. Upon disassembly of the instrument the lockout spring was noted to be bent and out of position. However, no conclusion could be reached as to what may have caused the feeding issue. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.